Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. The field representative indicated the lead would not be returned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.